Event description:
The customer stated that the saw was leaking oil during the cleaning process. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for an investigation. Samples were taken from the device for analysis. This report will be updated when the investigation is completed.